Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Arrhythmia is a potential event that may be associated with use of the product. Those with heart failure and/or history of arrhythmias are at risk for more arrhythmias with lvad therapy. With review of the available clinical data, the most likely root cause of the arrhythmia cannot be conclusively determined however, patient's past medical history of heart failure and ICD implantation, procedural, and pharmacological factors that may have contributed to this event. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that a patient was considered to have "ventricular fibrillation due to severe heart failure". The treatment team believed that this event left the patient with the "possibility of inadequate support" and therefore could not deny the device as the "causal" between the device and patient. No additional information available at this time.